Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : there is no evidence that error with the definitive device was a contributing factor. Mre not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is to capture the intraoperative complication in (B)(4). We used kincise to try to disimpact the metal liner from the shell. There was a new tip, which did not fit well around the rim of the cup and this was difficult to use and they were unable to get the liner disimpacted from the cup despite manual attempts as well. Therefore, the cup was revised.